Event description:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, inspiratory flowmeter error, inspiratory flowmeter temperature sensor range error, ambient air temperature range sensor error and blower communication error alarm occurred. The issue has not been reproduced during on-site visit, but replacement of the turbine was requested as a precaution. Monitoring subsystem shall activate blower communication error alarm3 when 3 blower restarts have been detected within 15s. Technical error indicating an inspiratory flowmeter error is activated when the motor status message has reported failure in the i2c flowmeter bus for more than 1 second. Technical error indicating an inspiratory flowmeter temperature sensor range error is activated if flow meter gas temperature sensor data is outside sensor limits (0-60°c). Technical error indicating an ambient air temperature range sensor error is activated if flow meter gas temperature sensor data is outside sensor limits. Monitoring system shall activate te72 when the temperature metric is outside the range 0-60°c. Provided device's logs reveal occurrence of claimed technical errors. The cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).